Manufacturer narrative:
The results of the analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a diagnostic issue was observed and data was missing from the direct trend report. There were no adverse consequences to the patient.